Event description:
Many fertility patients, including myself a physician used home pregnancy tests to check the beta-hcg levels in their systems. This can include following a hcg trigger injection or trying to determine if they are indeed pregnant. The company wondfo sells relatively inexpensive tests to consumers for quick, easy and supposedly accurate results. This test is labeled as having a sensitivity of 25miu/ml. I have had positive tests from this company all week long. Today, I decided to get my hcg blood level checked and my results were 1.76miu/ml. I have tested positive with the wondfo pregnancy test 3 times today at levels